Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 03.010.486 lot # 8373322 release to warehouse date: 10jun2013 manufacturing site: hagendorf a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the radiolucent insertion handle for expert nails/100mm (p/n: 03.010.486, lot number: 8373322) was returned and received at us customer quality (cq). Upon visual inspection, the broken tip of the mating driving cap/threaded (p/n: 03.010.523, lot number: 8718718) was retained in the threaded portion of the insertion handle and could not be removed. The device shows only light surface wear consistent with use and which would not impact the functionality. Device failure/defect identified? No, the received condition does not agree with the complaint description and is not confirmed as no fractures/breaks were observed on the returned device. The mating device was noted to be broken but will be investigated. Conclusion: the complaint condition is un-confirmed as no damage were observed on the radiolucent insertion handle for expert nails/100mm (p/n: 03.010.486, lot number: 8373322). There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, sterile processing found a tibial nail insertion handle and driving cap broken in a tray. There was no patient involvement. This report is for a radiolucent insertion handle for expert nails/100mm. This is report 1 of 2 for (B)(4).